Event description:
Synthes 4.0 cannulated screw short threaded 44mm (207.644) was inserted into left ankle. Threads on screw became detached/unraveled. Screw head removed, threads remain within the bone.